Event description:
Surgeon reported the bur guard to be 'loose' which resulted in a 'small tear' on the patient's lip. No medical intervention required except the application of antibiotic ointment. The scrub nurse reported that there was 'no play in the bur guard.' Patient was seen by a plastic surgeon. No surgical intervention required.